Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the false upstream occlusion alarms, which were not reproduced. Evidence for the reported problem was found through review of the event history log by the presence of "upstream occlusion!" In the log; however, it cannot be determined whether the alarms are true or false. Device investigation determined the assignable cause was a failed upstream sensor y2 crystal. Testing of the resonant frequencies of y1 - y4 crystals of the upstream sensor assembly found y2 to not be resonating when monitored using the f379 along with and oscilloscope and frequency generator. This is an indication of possible fluid intrusion. The upstream sensor was replaced. This MDR was initially reported due to the absence of event information. Upon evaluation of this device, it was determined that the related malfunction is unlikely to cause a substantial risk to the patient and is determined to not be a reportable event. Manufacturer report number can be removed from the FDA database.

Manufacturer narrative:
(B)(4). The device has been received by baxter for evaluation. The evaluation has not been completed at this time. A supplemental report will be provided when the investigation is completed.

Event description:
It was reported that a spectrum pump constantly displayed the upstream occlusion message during set up in the medical surgical care area. The customer also stated that the device was swapped out and that there was no patient involvement.